Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The foreign material seemed like organic matter coming from a patient body. Omsc has concluded that the foreign material got stuck in the channel when the aspiration was being performed. However, it is not sure in which patient procedure the event happened. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ofr for evaluation. The evaluation performed by ofr confirmed that no defects on the biopsy channel and no additional foreign materials remaining in the channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that foreign material that seems to be organic material exited from the biopsy channel of the device during the incoming inspection of the device for the repair at the service department of olympus (B)(4) (ofr) . There was no report of patient injury associated with this event.